Manufacturer narrative:
The biosense webster failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter # 1 and a high temperature occurred. There were no patient consequences. This issue is not MDR reportable. Additionally, thermocool smarttouch bidirectional sf catheter # 2 was used and a deflection issue occurred. There were no patient consequences. This issue is not MDR reportable. This complaint is MDR reportable for fal findings. During ablation, smarttouch sf catheter # 1 tip temperature increased significantly and ablation was stopped. Cable was exchanged, pump flow was checked, and the issue persisted. Smarttouch sf catheter # 1 was exchanged for smarttouch sf catheter # 2 and the issue resolved. This issue is not MDR reportable. Fal findings reported on 06/28/2018: complaint catheter #1 was inspected and the peek housing was cracked with metal exposed. This issue is MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and a high temperature occurred. The issue was assessed as not MDR reportable. However, upon evaluation of the returned product, the biosense webster inc. Failure analysis lab (fal) identified the peek housing of the catheter was cracked with metal exposed. This issue was determined to be an MDR reportable malfunction. On 8/7/2018, additional product testing was conducted which included scanning electron microscope (sem) testing. Sem showed evidence of mechanical damage, stress marks and a hole on the surface of the peek housing. This confirms the reportable malfunction and continues to be a reportable malfunction. Product evaluation details: the device was visually inspected and the peek housing was found cracked with metal exposed. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the peek housing. It is possible that the damage was generated with an unknown object. No other anomalies were observed. Then, a failure analysis was performed and the catheter was observed under the x-ray machine and the t-bar was found slightly slid down causing the damage on the peek housing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the peek housing cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures it could be related to the t-bar issue. An internal corrective action has been opened to address this issue of the t-bar sliding down issue. Manufacturer¿s ref # (B)(4).